Manufacturer narrative:
Age or date of birth, weight and ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Serial#: unknown/ not provided expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Explant date: unknown/ not provided. But the best estimate date is 10 days post implant date of (B)(6) 2022. Telephone number: (B)(6). Device manufacture date: unknown as product serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint could not be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a refractive surprise was noted during the post operative visit. Account's brief description of the event indicated that the 16 diopter (d) implant was calculated to give a final refraction of +0.06 d. Visual acuity was 10/10 with -1.50 pre-operatively. After the surgery, the refraction was measured as +2.25 with the automatic refractometer, visual acuity was 1/10 p8 without correction and 10/10 with +1.75 (-0.75.55°). The surgeon checked that the implant used was the correct one. A new biometric calculation only found a difference of 0.50 d in implant measurement, not explaining this hypermetropisation of at least +1.50 d. Therefore, the intraocular lens (iol) was explanted from the patient's operative eye ten (10) days post implantation. The explanted iol was discarded and the doctor considers the issue as closed. No further information was provided.